Manufacturer narrative:
The philips bench preformed diagnostic testing on the device and determined that the audio failure and inop message could potentially be the result of failed speaker and / or a bad connection on the main board. The rft replaced the device speaker - foxlink d speaker - 453665031201, main board - 453564515241_1.4_system_board, and antenna board, 453564530991_1.4_radio_board to ensure full functionality. The device passed all functional testing. The reported problem was determined to be related to a failed speaker and / or main board. Both parts were proactively replaced. The reported problem was confirmed. The device was operational after repairs were completed and returned to the customer.

Event description:
It was reported that a "speaker malf. Inop" was displayed and there was no audio. The device was not in use on a patient at the time of event, there was no patient involvement.